Event description:
A report was received that the patient underwent an ipg replacement due to the ipg not holding its charge. The patient had a non-device related procedure wherein electrocautery was being used. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual (B)(4)).

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.